Manufacturer narrative:
This device used for treatment and not diagnosis. Pt's identifier: mrn#: (B)(6). The DHR was reviewed rework was found on p/n 03.010.108.1 lot 6124856. The rework checked for a radius on parts in inventory. (B)(4) was generated on p/n 03.010.108.1 lot 6124856 for parts found with no radius. The qe referenced (B)(4) for product development use as is disposition for shafts without radius and the parts were accepted. This nonconformance is not relevant to this complaint because the issue would not contribute to the instrument breaking. No issues were found during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported a screwdriver broke during surgery. Surgeon was performing a femoral nailing to repair a femur and one of the five little prongs on the stardrive screwdriver t25 broke off. It was reported that the screwdriver broke either during final tensioning or while trying to remove a screw. There was no patient adverse event. Surgery was successfully completed. This is 1 of 1 report for complaint (B)(4).